Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an allergic reaction to pod's adhesive causing itching, rash, swelling, agitation and drainage had occurred while wearing the pod between 4 and 24 hours. Patient visited physician and was diagnosed with allergic contact dermatitis; patient was prescribed triamcinolone cream, to be taken twice daily for 14 days or until skin improves. Patient was also advised to discontinue pod use until allergy testing could be performed.